Event description:
It was reported that the catheter was fractured. The target lesion was located in the popliteal vein. An angiojet solent omni catheter was selected for thrombectomy procedure. However, after installing the pump, it was found that the inner core of the catheter was fractured. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
D4: lot number: is being updated as per device evaluation. The lot number of the returned product was narrowed down to one of the following finished good batches: 28866250 or 28866251. Device evaluated by MFR.: the product was returned consisted of an angiojet solent omni catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed 3 kinks located 3.5cm, 15cm, and 33.5cm from the tip. The supply line showed a break located approximately 129cm from the pump as well as multiple bends. Functional testing was competed per the IFU 91067233 device preparation. The pump was inserted into the ultra drive unit console. The pump and device would not prime. No pressure could be recorded due to the device not priming. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that the catheter was fractured. The target lesion was located in the popliteal vein. An angiojet solent omni catheter was selected for thrombectomy procedure. However, after installing the pump, it was found that the inner core of the catheter was fractured. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.